Event description:
Initial report: this case was reported by a physician and involves a (B)(6) female pt. In (B)(6) 2008, she had been treated with one ampoule of poly-l-lactic acid (sculptra), application site: 3.5 ml intraorbital right lower area of cheek and 3.5 ml left lower area of cheek. In (B)(6) 2009, two visible and tactile nodules were detected. Corrective treatment included triamcinolone 40 mg suspension 1/2 ml. Outcome: ongoing at the time of the report. Follow-up information received on (B)(6) 2009 / addendum provided by physician: this case involves a (B)(6) female pt. On (B)(6) 2008, she had been treated with 5 ml poly-l-lactic batch-no. 2a7021 in combination with 2 ml local anesthetic; location: area of eyes / cheek / nose, left and right side. On (B)(6) 2009, two visible and one tactile nodules were detected. Corrective treatment included triamcinolone, 10 mg for each nodule.